Manufacturer narrative:
Pt age is estimated. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's mobile power unit (mpu) was also exchanged due to excessive wear and tear.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of excessive wear and tear can be confirmed. Visual inspection of the returned (B)(6) revealed the mpu patient cable was worn, the power connectors rubber sleeve was loose and there was a small crack on the handle assembly. The mpu ac power cord was the old style without a v-lock. Further testing revealed that the mpu had the old software. The mpu testing did not reveal any functional issues. A po was submitted to the customer; however, the cost of the repair was declined. The customer confirmed that the unit can be discarded. The device history records were reviewed, and the records revealed the mpu was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook, rev d, section 6 entitled ¿equipment maintenance¿ (storing 6-3 and cleaning and maintaining the equipment 6-4) and instruction for use, rev c, section 8 entitled ¿equipment storage and care¿ address how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook rev d and instruction for use rev c caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.